Event description:
The complainant alleged that while treating a patient, the device inappropriately kept turning off. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.